Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to lead dislodgement. Physician stated that there might be an issue with the tine at the tip of the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned for analysis as it was noted to be discarded.